Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by repair that the unit was broken and the tourniquet would not completely deflate. It is unk if there was any pt involvement or any adverse consequences.